Event description:
It was reported to philips that the flexvision monitor in the operating room went black intermittently causing a delay in the procedure. Device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and identified an issue with the flexvision pc. Fse replaced flexvision pc and confirmed the system is now in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that flex vision monitor was went black intermittently and does not show live x-ray video feed. Review of the log file indicates malfunction of flex vision pc. Upon further inspection, fse checked the system and confirmed that there was an issue with flex vision pc. Fse replaced the flex pc and hard disk. After replacement of flex pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.